Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a dog underwent an animal procedure on unknown date and the suture was used. The day after the surgery, the rapid absorption of the suture was suspected. No further information is available.